Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after a laparoscopic esophagectomy the patient experienced post-op bleeding of more than 500cc over a period of several days. She was transfused with (B)(4) units of red blood cells and treated conservatively during a prolonged hospital stay. She had symptoms of hemodynamic instability reported as hypotension and melena. During surgery the anastomosis was confirmed by instillation of blue methylene via nasogastric tube and intact donuts and there was no leaks. The bleeding was suspected to originate from the anastomosis site because the hemorrhage proceeded from the digestive tube. No reinforcement material was used. The patient was discharged home.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis. This incident was characterized by symptoms of hypotension and melena six days post operatively; a digestive hemorrhage resulted in a loss of more than 500cc over a several day period. The reporter of the incident indicated that red blood cell transfusions were administered and the bleeding stopped spontaneously without invasive intervention. Patient has been discharged to home. The reported condition was confirmed; however, the root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue.